Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: post the procedure. It was reported that immediately post an uneventful left internal carotid artery stenting procedure, the patient experienced double/blurred vision of the left eye. A CT scan was negative. A neurology consult diagnosed the patient with a lacunar infarct. There was no treatment reported. The patient was discharged to home three days post procedure and the condition was stable, continuing and unchanged. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. The device remains in the patient. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. Stroke is a known possible adverse event associated with the use of carotid stents as listed in the device instructions for use.